Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled generator change. Prior to procedure, the physician stated that there was noise noted in the past. An interrogation was performed, and no noise was able to be reproduced. An x-ray was performed, and it was noted that there were externalized conductors. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.